Event description:
It was reported that pump battery was depleting too fast, but no specific date or timeframe for the event was provided. No blood glucose information was reported, so there was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and cts was unable to confirm battery depletion allegation, with no additional corrective actions documented.